Event description:
A malfunction alarm was reported, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer. Initially, the customer was assisted by technical support with information on how to reset the pump but was unable to do so at the time due to the absence of a charging pad. During a follow-up, it was confirmed that the pump was functioning correctly and no further reset or assistance was needed, leading technical support to close the case.